Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. F) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and endometriosis ("endometriosis"). The patient was treated with surgery (total hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia and endometriosis outcome was unknown. The reporter considered endometriosis, menorrhagia and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 26-may-2020: pfs received: case become serious incident. Event injury nos updated to pelvic pain. New events- menorrhagia, endometriosis added. Essure removal date and surgery were added. Lot number, reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.